Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The alarms were found in the alarm history due to corrupted history files. The device had cracked battery tube and scratched display window. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to congestive heart failure and high blood glucose over 300mg/dl. The customer also was diagnosed with emphysema. Troubleshooting was performed and found that the customer was off the insulin pump since his admission. The time, date, and bolus wizard were correct, but the basal rates were incorrect. Assisted the customer with correcting them. Reviewed the alarm history and found multiple alarms. The customer had amputations, and since then he has been in and out of the hospital because he could not control his glucose level. The caller started having trouble with high blood glucose for the past august while he was using the device. The customer mentioned having an accident on his scooter, but he did not see the doctor due to financial reasons. The customer also stated that the insulin pump alarmed because the device was stored without a battery. No further information was provided.